Event description:
Homecare pt was being fed using a pump. An unknonw amount of an enteral feeding solution was hung, and the pump was set to deliver 75ml/hr. 600 ml were delivered in 2 hours. Pt's family member heard pt's cries and suctioned off 500 ml. Reporter stated some fluid had escaped through the pt's vent. There was no illness, injury or medical intervention resulting from the event. One pt involved.